Event description:
It was reported that a patient with this left ventricular (lv) lead was admitted for a follow-up appointment after experiencing an unrelated collapse at home. Review of their system noted a lead safety switch occurred due to a high out of range pacing impedance measurement of greater than 2000 ohms on the left ventricular (lv) channel. High lv threshold measurements were also noted. The patient was reported to have experienced pacemaker mediated tachycardia (pmt), however the pmt algorithm terminated the arrythmia appropriately. The lv lead remains in service, no adverse patient effects were reported.